Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to noise oversensing detected on both lead channels. The patient was quiet at home and was simply scratching the incision area while sitting. Previous small non-sustained ventricular tachycardia episodes were recorded. The same day a shock impedance measurement of 200 ohms was recorded, the shock impedance trend from then on has showed higher and irregular behavior. The patient was brought for in-clinic evaluations. However, the parameters observed were within range and the high shock impedance was not reproducible. The clinic was only able to reproduce small moments of noise with some arm movements related to clavicular and shoulder movements. Technical services assessed the case and suspected an integrity issue of the right ventricular (rv) lead. A revision of the ICD system is being considered. This rv lead remains in service and no additional adverse patient effects were reported.